Event description:
The customer was hospitalized for high blood sugar levels. The customer was admitted and released the same day. The customer had a yeast, ear, and urinary tract infection. Troubleshooting was done on the pump and it passed the leadscrew test.